Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: (B)(4) it was reported that the patient went for a routine examination on (B)(6) 2023 and no incidents were reported. However, log files showed there were a total of 6 pump stops. The batteries were disconnected, followed by the driveline, which resulted in a red heart alarm. This alarm had been muted. The patient was questioned on the findings and stated they changed their batteries twice a day and would sleep on the batteries. The patient also claimed not seeing the red heart alarm. The only alarm the patient recalled were the low voltage alarm when it was time to change out the batteries. The patient's wife confirmed these events as well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the submitted log file. A review of the submitted controller event log files spanned approximately 14 days (22sep2023 ¿ 05oct023 per time stamp). The driveline was disconnected for an unknown reason on 22sep2023, 23sep2023 at 08:13:14, 24sep2023 at 20:37:47, 26sep2023 at 08:49:34, and 28sep2023 at 08:27:39. This caused a pump stop which is covered in the pump investigation (see manufacturer report number 2916596-2023-07334). There were no alarms active prior to each driveline disconnection. The driveline disconnect alarm cleared when the driveline was reconnected each time, and the pump returned to the set speed without issue. There were no other notable alarms active in the log file. A review of the submitted controller periodic log files spanned approximately 15 days at 1-hour intervals (21sep2023 ¿ 02oct2023 per time stamp). There was another driveline disconnect observed on 21sep2023 for an unknown reason. There were no notable alarms active in the log file. A review of the additionally submitted backup controller event log file spanned approximately 7 days (01jan2000, 06oct2022, 03jan2023, 08feb2023, 07may2023, 15jan2024, and 23jan2024 per time stamp). This backup controller was connected on 23jan2024 at 13:40:01. The driveline disconnection events appeared to have resolved. There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. Additional information provided indicated that the patient did not admit doing any of the disconnections themselves and after 29sep2023, there were no more active alarms related to atypical driveline disconnects. Additional information provided on 26feb2024 stated that the hospital decided to exchange controllers on 23jan2024. Hsc-120256 remains in use as the patient's backup controller and no further issues have been reported. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 patient handbook, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the submitted log file. A review of the submitted controller event log files spanned approximately 14 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). The driveline was disconnected for an unknown reason on (B)(6) 2023, (B)(6) 2023 at 08:13:14, (B)(6) 2023 at 20:37:47, (B)(6) 2023 at 08:49:34, and (B)(6) 2023 at 08:27:39. This caused a pump stop which is covered in the pump investigation. There were no alarms active prior to each driveline disconnection. The driveline disconnect alarm cleared when the driveline was reconnected each time, and the pump returned to the set speed without issue. There were no other notable alarms active in the log file. A review of the submitted controller periodic log files spanned approximately 15 days at 1-hour intervals ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). There was another driveline disconnect observed on (B)(6) 2023 for an unknown reason. There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis and remains in use. Additional information provided indicated that the patient didn¿t admit doing any disconnection at all. After (B)(6) 2023, not more alarms appeared. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 patient handbook, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that the alarms continued and on (B)(6) 2024, the patient's system controller was exchanged. The alarms did not return following the controller exchange.